Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the arm 4 fiber cable and harness, reprogrammed the axes controller setup joint (acj) board, and re-seated all connectors. The error 319 was resolved and the system successfully completed all functional tests. The system was tested and verified as ready for use. The affected parts involved with this complaint are field scrap items and will not be returned to isi for further investigation. The complaint was confirmed based on the field evaluation. The probable root cause may be attributed to communication issues due to a faulty arm 4 fiber cable and harness assembly.

Event description:
It was reported that during a da vinci-assisted endometriosis resection surgical procedure, user informed the technical support engineer (tse) that arm 4 encountered a non-recoverable error during a clinical procedure. The user initially used the manual release key to disengage the instrument from tissue before removing it. Despite two mid-procedure restarts, the fault persisted. The tse checked the artemis logs and found error 319 on armnet 4. The tse then guided the team through a hard power restart of the patient side cart, but the error remained. The possibility of completing the procedure with a three-arm configuration was discussed with the surgeon, who indicated that the procedure could continue robotically to a certain point, after which alternative surgical intervention might be necessary. The user disabled arm4 and continued with the procedure using the remaining 3 arms as planned. No known impact or patient consequence was reported. A procedure delay was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the site confirmed that the procedure was successfully completed with 3-arms.